Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that during intraocular lens implantation procedure, a 1-2 mm linear black appearing defect was observed in the center of optic, which looked like a crack underneath where the end of the haptic was placed on to the optic, as the impression of end of haptic appeared over/surrounding the defect. Leading haptic was also twisted, but this was not associated with damage. The lens was removed and replaced immediately.